Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a hand assisted nephrectomy procedure. The surgeon and the or director complained about the device leaking when using the 5mm instruments. Another device was used to complete the case. There was no adverse consequence to the patient. The devices were discarded.